Manufacturer narrative:
On 16 june 2017 the (B)(4) performed a clinical evaluation and commented as follows: partial hip revision surgery (stem, head and liner) 4,5 years after primary cementless tha. Radiographic image provided shows the presence of signs of stress shielding and radiolucent lines in gruen zone 1. Aseptic loosening is a possible literature described adverse event following tha. The reasons of this event are often unknown. The causes of this failure can't be determined. Batch review performed on 20 june 2017. Lot 121992: (B)(4) items manufactured and released on 13 july 2012. Expiration date: 2017-06-30. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain. The surgeon determined the stem had potted. The surgeon believes that the primary surgeon should have downsized the stem or reamed the distal canal for the stem to fit better. The surgeon revised the stem, head and liner. The surgery was completed successfully. X-rays are available, explants are not available.